Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated she was hospitalized for high blood glucose and the reading was over 450 mg/dl. Troubleshooting was performed and the insulin pump passed the required tests. Nothing further was reported.